Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown and lump/nodule.

Event description:
Physician reported a left side rupture, capsular contracture unknown baker grade and lump/nodule diagnosed by ultrasound. Device has been explanted.

Event description:
Healthcare professional confirmed capsular contracture baker grade 3.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.